Manufacturer narrative:
Failure analysis noted that they inspected one opened enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 159 mg/dl and sensor glucose was 44 mg/dl at the time of incident when it triggered threshold suspend. The customer declined to troubleshoot as he will wait for the two hour mark and he would check his bgs again. The sensor was returned for analysis.